Event description:
It was reported that the patient presented for a procedure. Upon interrogation, prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.